Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced both hyperglycemia and hypoglycemia due to a time/date reset issue. Reportedly, on an unspecified date, the patient¿s bg was as high as 350 mg/dl with no associated symptom reported and was as low as 40 mg/dl with symptoms of blurred vision, unsteadiness when standing and walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustment to the basal rate by health care provider. Customer support reviewed the time/date reset issue with the reporter and determined that the pump would not retain the user programmed date and time settings upon removal of the primary battery for less than 24 hours. When a new battery was inserted the pump displays the default date and time settings. This complaint is being reported based on the allegation that the patient experienced serious hypoglycemia. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged issue was duplicated in the evaluation. Review of black box data was unable to verify the reported time/date reset issue. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the pump. A rewind/low/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was found to be within specifications. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad and the display had a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.